Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for vomiting and anemia. The patient contact also stated the patient did not complete treatment on the date of the call due to feeling discomfort during filling. The patient contact stated they believed the cycler overfilled the patient. Attempts to obtain additional information were unsuccessful. There is no report that patient was admitted to the hospital for as a result of an adverse event resulting from any alleged overfill. The report stated the patient was admitted for anemia and vomiting. The call to technical support was to reduce the fill volume due to discomfort. There was no allegation of a device malfunction or deficiency made during the call to technical support. There have been no other calls made by this patient to technical support.

Event description:
It was reported a male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for vomiting and anemia. The patient contact also stated the patient did not complete treatment on the date of the call due to feeling discomfort during filling. The patient contact stated they believed the cycler overfilled the patient. Attempts to obtain additional information were unsuccessful. There is no report that that patient was admitted to the hospital for as a result of an adverse event resulting from any alleged overfill. The report stated the patient was admitted for anemia and vomiting. The call to technical support was to reduce the fill volume due to discomfort. There was no allegation of a device malfunction or deficiency made during the call to technical support. There have been no other calls made by this patient to technical support.

Manufacturer narrative:
Correction: h10 clinical investigation: vomiting can be caused by several reasons and is a very common symptom in pd patients. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for vomiting and anemia. The patient contact also stated the patient did not complete treatment on the date of the call due to feeling discomfort during filling. The patient contact stated they believed the cycler overfilled the patient. Attempts to obtain additional information were unsuccessful. There is no report that patient was admitted to the hospital for as a result of an adverse event resulting from any alleged overfill. The report stated the patient was admitted for anemia and vomiting. The call to technical support was to reduce the fill volume due to discomfort. There was no allegation of a device malfunction or deficiency made during the call to technical support. There have been no other calls made by this patient to technical support.